Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per the visual inspection, no defects were noted on returned catheter. Per the functional testing, balloon was inflated with 5cc water and flow rate test was administered. While inflated, the flow rate was 110ml/min, 115ml/min and 107ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was then introduced through the drainage eye and came out of the drainage funnel without difficulty. We were unable to duplicate the reported event. The catheter was dissected and no conditions were noted that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine did not drained on the day of placement. The catheter was replaced and urine drained successfully. Per additional information received on 07/17/2018 from ibc, there was no visible urine or obvious defects to the device.